Manufacturer narrative:
This report was prepared by rep. T he returned device was visually inspected. Results: our records indicated that this is the only complaint received for this type of fault for the given lot number. The marking for the split in the seal was present but the seal was not split through. We have notified our supplier of the faulty silicone seals, and further training has been provided to our mfg personnel on inspection of the seal and, in particular, the split in the seal. The lot date on this complaint shows that the product was manufactured before notification to the supplier and before training took effect. Conclusion: this is a known problem and is due to a mfg error. We will be following up with our supplier on this issue. The occurrence rate for such complaints is approx 0.2% worldwide for the last year, we believe that the actions we've put in place with our supplier and in our in-house processes will reduce this occurrence rate dramatically. We will continue to trend and monitor all complaints for this fault.

Event description:
A hospital in another country, reported that the rt021 catheter mount was on a pt who had returned from theater. They stated that the pt needed to be suctioned but was unable to be as there was no slit in the valve at the end.